Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm, no time or clock anomaly, no back light anomaly, charge or battery lasts less than expected anomaly and no rewind anomaly during test noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. The customer also stated that insulin pump keeping back light on at night when using bolus wizard, rejecting new batteries and had random unexplained no delivery alarms, louder noise when priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.